Event description:
It is reported that a customer experienced high blood glucose of 475 mg/dl due to a bent cannula. The customer stated that they had skin irritation and bruising. Other complaints mentioned by the customer were that the adhesive tape does not stick to the body. The customer was educated on the proper site and method of wearing the infusion set on the body. New infusion sets were sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.